Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the anticipated remaining volume in the pump was 22.5ml. The pump was then accessed and the drug in the pump was withdrawn. A total of 30.0 ml was removed, then returned to the pump without disconnecting the syringe. The fluid was clear and colorless. No patient symptoms were reported. No further complications were anticipated/reported.